Event description:
Pt expressed frustration with the pump not turning on & being stuck on the initial program, which hindered their ability to proceed with their infusion. Pt requested a new pump due to the ongoing difficulties experienced. Pt described the situation as emotionally taxing. Pt reports they just received a new curlin pump with new hyqvia fill on (B)(6) 2026. Pt reports that they went to use the pump & it would not turn on & pt noticed it didn't have batteries in it. Pt placed batteries in the pump & reports it took about 30 minutes to turn on/ stay on. Pt advised that they infused via push for most of the program. Pt reports they then turned the pump on again & it took about 30 minutes to turn on & start again & run program to complete first infusion. Pt advised they contacted the pharmacy to get the code to reprogram but it was after hours; rph advised that we have an on-call team available to utilize. No adverse events or missed doses reported. Pt is requesting a new pump because this one is taking about 30 minutes each time to start working. The pharmacy will replace the pump, which is available for return. Pump serial number is unknown. No further info, details, or dates available. Hyqvia dosing & frequency: administer hyaluronidase then infuse hyqvia under the skin: week 1: 10gm (100ml), week 2: 22.5gm (225ml), week 4: 35gm (350ml), week 7 & every 4 weeks thereafter: 45gm (450ml). Hyqvia indication: common variable immunodeficiency, unspecified.